Event description:
It was reported that the patient had hip replaced over 20 years ago where patient had a hps 2 stem and a duraloc acetabular cup. Patient recently had hip revised by an orthopedic surgeon at a different facility for a worn out duraloc poly liner. The surgeon explanted the femoral hip ball and duraloc poly liner because of wear and cemented a stryker acetabular liner into the duraloc cup and implanted a depuy ts ceramic hip ball. The patient dislocated days after revision surgery and came to hospital where surgeon was consulted. Doctor revised hip and discovered the stryker liner that was cemented into the duraloc cup had come loose and was out of the cup which resulted in the dislocation of the hip construct. Surgeon explanted the duraloc cup and femoral hip ball and implanted a zimmer acetabular cup with a dual mobility liner and a depuy ts ceramic hip ball. The cat # & lot # for the hps 2 stem that was left insitu is unknown, the cat # and lot # for the explanted duraloc cup is unknown. The original dos is unknown. Activity level - yes. Doi: unknown.dor: (B)(6) 2023.affected side: unknown hip side.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.